Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the device was not helping for a month. They went back to their doctor and a manufacturer representative (rep) changed the program on (B)(6) 2017. It was then working great for their stool. It also helped their bladder a little.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated "it was just not working." Patient stated she had the implantable neurostimulator (ins) for "a month then it quit working." Patient also noted there were 2 ladies to program the ins. The patient kept referring to stimulator as pump and wanted to find out how high it can go on to. Patient stated she was at 2.00v currently and disappointed because "at first the device worked great and now it was not working. It was clarified that not working was referring to patient could not hold her urine or bowel movements. Patient also stated when her daughter increases stimulation she could feel it for "a half minute" and then it goes away. The patient has an appointment scheduled for may 11th. Patient again asked how high she can go. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for fecal incontinence/sacral nerve stim and gastrointestinal/ pelvic floor.